Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown . Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the perforation was missing on the packing with a bd insyte¿ autoguard¿ bc shielded IV catheter. Two occurrences were reported but discovered before use. The following information was provided by the initial reporter, translated from (B)(6) to english: perforation was missing.